Event description:
The manufacturer received information alleging an issue with a ventilator's internal sensor. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board was replaced to address the issues.